Event description:
Patient reported that their one touch ultra meter had a date/time issue due to power loss. The am/pm prompt was flashing on the meter. During troubleshooting, the meter options were reset, but three dashes came on the display. This issue was not resolved with troubleshooting. Patient did go to the hospital, but it was for another health issue. A replacement meter was sent with some test strips to the patient.